Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 UDI: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Product evaluation revealed that: 1. Product received with tubing and wires intact 2. Visually inspection - did not appear to be physically damaged. A visible gap appeared between the blue locking ring and housing when the blue locking ring was physically located to one side of the housing opening 3. With the fan spray tip inserted and blue locking ring in lock position, the fan spray tip was operated on high mode for 3 minutes. After 3 minutes, it was observed the locking ring did move, however, the tip could not be removed from the device as it was still locked in place. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. The root cause is attributed to the tip lock thickness being at the low end of specification. The event is not confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, the tip lock and the radial tip came off from the handpiece easily during use. There was a 0-15 minute delay tor preparing an alternative product. There was no harm. No piece of the device fell into the patient wound. No adverse events were reported as a result of this malfunction.